Event description:
The user facility reported a 78-year-old female with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced some oozing around their access site after the patient was moved. The site was re-dressed and lidocaine with epinephrine was administered to manage the condition. In addition, the patient was given two units of blood to assist in treating the blood loss. The patient decompensated and the family decided to withdraw care and the patient expired. There is no association between impella use and outcome. The patient's peri-procedure condition was critical.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the optical signal issue issues has been completed since the original report was submitted. The device was not returned for investigation. It was reported that oozing at the access site was also observed, and the patient was known to have dic (clotting disorder); patient continued to decompensate overnight, and family decided to withdraw care. The root cause of the access site bleeding major issue was most likely patient condition related due to the patient's dic disorder. The root cause of the positioning issue was most likely patient movement as the pump was not in proper position after the patient moved.

Event description:
Patient continued to decompensate overnight. Family withdrew care.

Event description:
The complainant also reported that the implanted pump was experiencing persistent positioning alarms during support. Troubleshooting steps were provided for the staff.

Manufacturer narrative:
B1 product problem updated. B2 updated to death. B5 updated to include placement signal issue description. H1 updated to death. H6 updated to include placement signal coding and death. Corrections that were made from the initial manufacturer device report number 1220648-2024-11288. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email reporting contact fax number updated. F6 and f8 should not have had entries in the initial report.